Event description:
It was reported that during equipment setup conducted prior to the start of a surgical procedure, sparks were observed when the rover power plug was inserted into the user facility's wall outlet. There was no patient or user injury reported, and no other adverse consequences alleged with this event.

Manufacturer narrative:
A field service technician was dispatched to the user facility to evaluate the device. It was discovered that wire connections were pulled loose from the power plug assembly, which can result in the reported sparking when the unit is plugged into the electrical outlet. This condition can be attributed to repeated pulling on the power cord, typically to unplug the device from the wall outlet. Unplugging the device in this manner can result in the internal wire connections between the power cord and the plug assembly loosening over time. The plug assembly was replaced, and the rover was returned to use.